Manufacturer narrative:
Correction: facility name.

Event description:
Information received indicating that a smiths medical cadd administration set was leaking. The patient went to emergency department as the cadd tubing was leaking. According to the report from emergency department, they applied surgical tape on the leaking site of the tubing. The reporter also stated investigation notes returned product: silk tape was wrapped around tubing connected to both distal ad proximal sides of air eliminating filter of #21-394 cadd tubing. No damage evident upon investigation to bag, tubing or filter. Once medication started leaking out air eliminating filter. Tubing did not appear to be dislodged/disconnected from filter at all. No other leaking appeared during investigation. No adverse effects reported.